Event description:
The customer reported the high definition lcd monitor fails to display image due to a defective serial digital interface image. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The serial digital interface image output failed due to quantum board damage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image, due to a faulty serial digital interface and printed circuit board. The specific root cause of the faulty serial digital interface and printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.